Manufacturer narrative:
Additional information was added to d10, h3, h4, and h6. H10: two (2) actual and four (4) companion samples were received for evaluation. A visual inspection was performed, and it was noted that there was a very thin coat of silicone on all the spikes after the caps were removed. No excessive silicone was found. The reported issue of an oily film on the spike of all samples could only be identified as a very thin coat of silicone on the spike surface that was most likely applied as part of the manufacturing process. This issue was not considered a defect as medical grade silicone oil was applied per specification. The other 148 samples were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that oily film was observed on the spikes of one-hundred-fifty (150) vented high-volume inlets. This was observed prior to use. There was no patient involvement. No additional information is available .